Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. The device involved in the complaint has not been returned by the customer for evaluation. Once the investigation is completed, a follow-up report will be filed.

Event description:
Per email complaint request from (B)(6), a physician reported: "I've retrieved the items and have taken the photos (as attached). From what I observed, it seems that the fragment got chipped off the edge of the koh-cup, during the use of the esu unit. No injury was caused. However, please look into this asap as this could potentially be a problem if fragments were not found and left." Reference e-complaint number: (B)(4).